Manufacturer narrative:
Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and ink spot/cracked and bleeding lcd glass.

Event description:
The customer reported via phone call that the insulin pump had a blue ink spot on the lcd display. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump is cracked at the lcd screen and the customer cannot read the screen. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.